Event description:
It was reported that the inflatable penile prosthesis is going to be revised on a future date due to unspecified reasons. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.